Event description:
Patient received a 4.0mm diameter x 30mm length endeavor sprint rapid exchange (rx) drug eluting coronary stent in the prox cx and a 2.75mm diameter x 24mm, a 2.75mm diameter x 30mm length and a 2.5mm diameter x 12mm length endeavor sprint rx in the mid lad. It was reported that the procedure was complicated by the occurrence of a perforation in the mid lad. It was reported that during the procedure patient suffered from cardiac tamponade and died due to cardiogenic shock. Investigator reported that the event was definitely related to the study stent and procedure. (Ref MFR # 9612164-2011-00986, 9612164-2011-00987 & 9612164-2011-00989)

Event description:
The reported perforation was treated with clinical measures. It is reported that the bleeding contributed to patient death. The investigator indicated that the reported perforation was probably related to the study device.

Manufacturer narrative:
(B)(4): results - (perforation, cardiac tamponade, death).